Event description:
It was reported that the magic 3 male intermittent catheters were inserted too far and caused injury that resulted in a urinary tract infection. Patient stated that no hospital visit resulted. Per follow up information received via phone on (B)(6) 2021, customer stated that they were not sure whether the quick insertion of the catheter caused them a urinary tract infection but they went to the doctor and was prescribed antibiotics to treat the infection. Customer stated that they did not had any further issues and this was a one time occurrence.

Manufacturer narrative:
The reported event is confirmed as user related based on the reported event. A potential root cause for this failure mode could be due to "lack of training on appropriate insertion technique user error". The DHR review was not required as the event is use-related. The instructions for use were found adequate and state the following: "intended use: hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Try to keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the magic 3 male intermittent catheters were inserted too far and caused injury that resulted in a urinary tract infection. Patient stated that no hospital visit resulted. It was unknown what medical intervention was provided for urinary tract infection.